Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52 (f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that a pcu was found with a battery discharge error. Another pcu was found to have a battery error, however the biomed was unable to simulate the issue, they found that the red light near the system on key would not turn off. There was no patient involvement.

Manufacturer narrative:
Additional information: manufacturer narrative. Root cause: the root cause for the reported issue that device had 2 events battery discharge error was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that a pcu was found with a battery discharge error. Another pcu was found to have a battery error, however the biomed was unable to simulate the issue, they found that the red light near the system on key would not turn off. There was no patient involvement.